Manufacturer narrative:
The manufacturer previously reported information received alleging a patient passed away due to an incident on (B)(6) 2023 that weakened the patient's resistance to other failures in treatment. The serious incident involving the removal of a bipap device from a patient against consultant instructions, leading to a medical emergency where the patient's spo2 dropped to 40%, unresponsive and hypoxic. However, the incident is attributed to clinical decision-making and flawed medical clerking, not to any deficiency, malfunction, or failure of the bipap device itself. The device is described as comfortable and effective when used, and there is no explicit mention of any device-related issue, and it was reported that when the bipap was put on the patient, they became more responsive. Therefore, this is not a complaint about the device. The bipap a40 international device has not been returned to the manufacturer for evaluation. During a good faith effort to request more information and return of the device, the patient's mother stated that after the patient died, the family left the bipap by the bed in william harvey hospital, cambridge, j2 ward after clearing her possessions from the ward. Per the patient's mother, "there is no allegation at all that the bipap caused or contributed to her death. Quite the reverse. In 2022 she adapted to it quickly, felt very comfortable with it, slept better than for years, used it all night and several hours during the day. She always took it with her when she went into the hospital, for day treatment or inpatient treatment. The issue concerning the bipap is its removal from patient use, apparently contrary to a consultant's instructions, for an implausible reason. The nursing note or other report of when and why is missing. Other nursing notes or other reports are missing also." Additional information received during the good faith effort include a statement "unresponsive episode likely secondary to co2 narcosis t2rf improving on bipap." A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/ supplemental report will be completed.

Event description:
The manufacturer received information alleging a patient passed away due to an incident on (B)(6) 2023 that weakened the patient's resistance to other failures in treatment. The serious incident involving the removal of a bipap device from a patient against consultant instructions, leading to a medical emergency where the patient's spo2 dropped to 40%, unresponsive and hypoxic. However, the incident is attributed to clinical decision-making and flawed medical clerking, not to any deficiency, malfunction, or failure of the bipap device itself. The device is described as comfortable and effective when used, and there is no explicit mention of any device-related issue, and it was reported that when the bipap was put on the patient, they became more responsive. Therefore, this is not a complaint about the device. The bipap a40, international device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a patient passed away due to an incident on (B)(6) 2023 that weakened the patient's resistance to other failures in treatment. The serious incident involving the removal of a bipap device from a patient against consultant instructions, leading to a medical emergency where the patient's spo2 dropped to (B)(4), unresponsive and hypoxic. However, the incident is attributed to clinical decision-making and flawed medical clerking, not to any deficiency, malfunction, or failure of the bipap device itself. The device is described as comfortable and effective when used, and there is no explicit mention of any device-related issue, and it was reported that when the bipap was put on the patient, they became more responsive. Therefore, this is not a complaint about the device. The bipap a40, international device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. This report includes new information, that this report is in reference to an allegation received from mhra with the following reference number: [mhra ref: (B)(4)]. The event date is reflected in the information received via the report from mhra and has been updated in box: b of this report. Patient information has been updated in box: a. Reporter information has been added to box: b.

Manufacturer narrative:
The manufacturer previously reported information received alleging a patient passed away due to an incident on (B)(6) 2023 that weakened the patient's resistance to other failures in treatment. The serious incident involving the removal of a bipap device from a patient against consultant instructions, leading to a medical emergency where the patient's spo2 dropped to 40%, unresponsive and hypoxic. However, the incident is attributed to clinical decision-making and flawed medical clerking, not to any deficiency, malfunction, or failure of the bipap device itself. The device is described as comfortable and effective when used, and there is no explicit mention of any device-related issue, and it was reported that when the bipap was put on the patient, they became more responsive. Therefore, this is not a complaint about the device. The bipap a40, international device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. 2518422-2025-112568-1 was filed with new information, in reference to an allegation received from mhra with the following reference number: [mhra ref: (B)(4)]. The event date is reflected in the information received via the report from mhra and has been updated in box: b of this report. Patient information has been updated in box: a. Reporter information has been added to box: b. This report contains additional information about the patient's date of death and past medical history was obtained during a good faith effort. The information has been updated in this report.